Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 19 months post implant of the vascular and biliary stent, during an angioplasty procedure being performed on the patient, the stent was found twisted and torn. It was further reported that another stent was used to refurbish the damaged stent. There was no reported patient injury. This is the same patient as reported in medwatch concerning patient ID # (B)(6).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, it could be confirmed that two stents were placed in overlapping technique in the sfa. The stent in the proximal position was found to be twisted and fractured in one section. The strut fractures are considered a consequence of the stent twisting. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to a twisting of a stent in this region. In this case, pre- and post-dilation was performed and no difficulties in advancing or retracting the device were experienced. The tracking path was reported to be calcified and there was no irregularity of the stent strut structure detected immediately post stent deployment. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent deployment procedure. Also the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that approximately 19 months post implantation of two stents in the sfa in overlapping technique, during an angioplasty procedure under guided fluoroscopy the stent was found to be twisted and fractured. This complaint addresses the stent in the proximal position. Reportedly, pre- and post-dilation was performed and no difficulties in advancing or retracting the device were experienced. The tracking path was reported to be calcified and there was no irregularity of the stent strut structure observed immediately after stent deployment. It was further reported that another stent was used for patient treatment. There was no reported patient injury. This is the same patient as reported in medwatch report concerning patient ID # (B)(6).